Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('severe bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("extreme abdominal pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("menstrual cramp"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have neoplasm ("tumors"). The patient was treated with surgery (salpingectomy. (Bilateral),oophorectomy (unilateral) on (B)(6) 2016 & hysterectomy (full) on (B)(6) 2018. Essure (ess205) was removed on (B)(6) 2016 at the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage had resolved and the genital haemorrhage, abdominal pain lower, urinary tract infection, vaginal discharge, fatigue, alopecia, migraine and neoplasm outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, neoplasm, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for menorrhagia (heavy menstrual bleeding), general abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test( unspecified) result: not provided. Most recent follow-up information incorporated above includes: on 7-nov-2019: pfs received: rporter information and lab data was added. New event "abnormal bleeding (vaginal) was added. Outcome of event "menorrhagia" was updated as "recovered /resolved" incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('severe bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("extreme abdominal pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("menstrual cramp"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines") and was found to have neoplasm ("tumors"). The patient was treated with surgery (salpingectomy. (Bilateral),oophorectomy (unilateral) on (B)(6) 2016 & hysterectomy (full) on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the genital haemorrhage, abdominal pain lower, menorrhagia, urinary tract infection, vaginal discharge, fatigue, alopecia, migraine and neoplasm outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, neoplasm, pelvic pain, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: plaintiff received treatment for menorrhagia (heavy menstrual bleeding), general abnormal bleeding most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events pelvic pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), uti, vaginal discharge, fatigue, hair loss, migraines and tumors were added. Essure implant and explant date were added. Outcome for events abdominal pain, pelvic pain, dyspareunia (painful sexual intercourse) were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('extreme abdominal pain') and genital haemorrhage ('severe bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and dysmenorrhoea ("menstrual cramp"). The patient was treated with surgery to remove the essure. Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea and genital haemorrhage to be related to essure. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.